Event description:
Patient presented to the hospital on (B)(6) 2022 due to syncope. This complaint is related to lv lead (s/n: (B)(4) which had intermittent loss of capture. Lv epicardial lead was attached to the new can and is still in service. Associated with 2183787-2022-00061.